Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau2415 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the product malfunctioned and did not want to flush or withdraw. No other information available. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of restricted flow was confirmed, and the cause appeared to be manufacturing related. One 2.7fr broviac catheter was returned for investigation. The catheter extended 6.9cm from the distal end of the surecuff. What appeared to be blood residue was observed within the fibers of the cuff, which indicates that the catheter had been placed. The lack of wear in the printing on the clamping oversleeve suggests that the catheter was not used for a long period of time. A functional test confirmed that infusion through the catheter was sluggish. A fold in the inner 2.7fr layer of tubing was observed at the distal tip of the luer adaptor stem. It appeared that the fold was created during assembly. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of reau2415 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the product malfunctioned and did not want to flush or withdraw. No other information available. No patient harm was reported.